Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and sensor kit was reviewed. The dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre 2 sensor. Customer reported receiving readings of 49 mg/dl, 53 mg/dl and 315 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre 2 sensor. Customer reported receiving readings of 49 mg/dl, 53 mg/dl and 315 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.